Manufacturer narrative:
Date sent to the FDA: 04/02/2021. Additional h-3 summary: visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that the opened sample of product code j566g was received for evaluation and body fluids, damaged on the surface and the end were noted cut appear to be by use of surgical instrument and functional test could not be performed due to condition of the sample. The condition of the sample received indicate an improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 04/02/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: he uses this vicryl throughout the entire procedure. Unable to say what exact layer as he uses it for majority of his cases to close tissue. Events were submitted via (B)(4).

Event description:
It was reported that a patient underwent a urology procedure in 2021 and suture was used. During the procedure, it was reported by the sales rep that during a pediatric urology procedure two sutures broke. A third suture was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.